Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was not functioning as intended. Contact did not have the pump with them at the time of the call, therefore was unable to determine if the pump still turns on when plugged into a power source. There was no patient involvement as the pump was not used for insulin therapy.